Event description:
It was reported per field service report: pump was on pt. Symptom - during transport of pt, ambulance hit a bump and display went blank. The unit continued to pump, but the unit needed to be turned off and then on to get display back. Findings/action: found the nuts that hold keypad to display head completely off and bouncing around inside display head, possibly shorting out display. Replaced display head, unit passed functional checkout. Locktite was used to secure keypad in new display head.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.